Manufacturer narrative:
An event of atrial fibrillation after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field noted that the patient previously had paroxysmal af which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts pas. Eu2115 - 911 (r752167301)it was reported that on (B)(6) 2023, that a 27mm sjm masters series valsalva aortic valved graft was implanted. On (B)(6) 2023, the patient presented with a short episode of atrial fibrillation while still at the intensive care unit (ICU). They were administered intravenous (IV) amiodarone and the patient returned to sinus rhythm. The patient was discharged on (B)(6) 2023.